Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient thought their stimulation turned on unexpectedly the day before the report. The patient felt an electric buzz in her calf and upper thigh area. The patient noted she did not have any falls or trauma. No further complications were reported/anticipated.